Manufacturer narrative:
Since the original report was filed, the investigation has come to conclusion. The medical center returned the pump's data logs but, not the actual impella pump. The root cause of the hemolysis could not be determined without the pump. No benchtop hemolysis testing was possible. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the presumed hemolysis caused by the impella 5.5 is on-going at this time. No product or data logs have yet been returned. Upon completion of the investigation, a final report will be submitted.

Event description:
A cardiac patient was admitted for a 5 coronary artery bypass surgery (CABG) and an aortic valve replacement. To assist with getting off the bypass the team placed an impella 5.5 for hemodynamic support. The 5.5 supported the patient with some suction alarms for 11 days when the team chose to explant the pump due to concerns for hemolysis. The labs were hemolyzing and despite repositioning the hemolysis signs were not resolving.